Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture, capsular contracture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone breast augmentation with two 300cc mentor memorygel breast implants, suffered bilateral breast implant ruptures and bilateral breast capsular contractures (baker grade iii), post-procedure. The rupture was confirmed via MRI. As a result, the patient underwent bilateral removal on (B)(6) 2021. This medwatch form is for the left breast prosthesis.